Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#1627487-2018-06902. It was reported the patient's scs system had not provided effective pain relief to their desired pain pattern for the past 3 months. Reprogramming did not resolve the issue. As a result, surgical intervention was undertaken wherein the physician opted to explant and replaced the entire system. Postoperatively, therapy was restored with effective coverage thus resolving the issue.

Manufacturer narrative:
Device 2 reference MFR. Report#1627487-2018-06903.

Event description:
Device 1 of 2: reference MFR. Report#1627487-2018-06903.